Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the fluid ingression to the downstream occlusion sensor was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. The event occurred during testing.